Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received, the investigation will be reopened.

Event description:
Update 11/11/2016- medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing investigation.

Event description:
Litigation alleges the patient suffers from amounts of toxic cobalt-chromium metal debris released into tissue, pain, limited mobility, discomfort, grinding sensation and audible squeaking. Update rec'd 9/12/2014- pfs and medical records received. A correct dor was given. After review of the medical records the revision operative note indicated implant dislocations, instability, metallosis, malpositioned stem and impingement between the stem and cup. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 10/2/2014.